Event description:
A customer reported that a loss of telemetry monitoring occurred when four (4) cic (central stations) rebooted simultaneously. No injury was reported. This is the first of four reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.